Event description:
A nurse reported that after the intraocular lens (iol) implantation surgery, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was unspecified issue.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).